Event description:
During a bilateral nephrostomy tube placement, a guide wire broke off and a 3-4 inch portion of it remained inside the pt's kidney. Various intracatheter retrieval procedures were performed for about an hour or two until the foreign body was removed.